Event description:
The patient's system was explanted due to lead placement causing pain in his legs. The pt is reportedly doing well and will be reimplanted with a new boston scientific spinal cord stimulator.